Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (B)(6) 2013; 6947-65 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high impedance with a confirmed fracture and oversensing of short interval counts (sic). The lead was extracted and not replaced. It was further reported that the right atrial (ra) lead has high impedance with a confirmed fracture and noise oversensing seen on marker channel and electrocardiogram. The lead was extracted and not replaced. It was further reported that the left ventricular (lv) lead had dislodged during the extraction of the rv and ra leads. The lead was extracted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.